Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.7 inr. Qc 2: 5.7 inr. Qc 3: 5.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The meter result using an unknown test strip lot was 3.4 inr. The customer tested again using an unknown test strip lot and the meter result was 2.6 inr. Customer repeated the meter test again using test strip lot 62682421 and the result was 3.5 inr. Customer's therapeutic range is 2.5-3.5 inr. The customer tests every two weeks.